Event description:
The pt reported inaccurately low blood glucose readings with first test strips, lot 1h506b. Approx 4 months ago, the pt opened the first bottle of test strips from the box and they worked "fine." Some time within the last 2 months, he opened the second bottle of test strips from the same box and performed a side by side blood glucose comparison using first test strip versus second test strips (lot 629838a, code 9, exp 9/98). He obtained test results of 135 and 353 mg/dl. He used the last test strips from the second strip bottle when he performed this comparison. The pt's meter was set to the appropriate code when the comparison was performed. The desiccant is in both test strips bottles. The pt does not have normal control solution. With the rep, the pt obtained a check strip result of 79 versus a check strips range of 66-89.